Manufacturer narrative:
Patient identifier: (B)(6). The promus elite ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the distal region bunched. The undamaged stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-feb-2021. It was reported that crossing difficulties were encountered. The greater than 90% stenosed target lesion contained a < 90 degrees bend and was located in the mildy tortuous and severely calcified right coronary artery (rca). A 38 x 3.00mm promus elite stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and the procedure was not completed as the site did not have enough hardware to manage calcified lesions. No patient complications were reported ad the patient status was stable. However, returned device analysis revealed stent damage.